Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration, which was confirmed through imaging. As a result, the patient underwent a procedure wherein the spinal cord stimulator (scs) paddle lead was repositioned. The patient was reported to be doing well postoperatively. The device remains implanted and in use.